Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited gradually increasing shock impedance measurements over the course of approximately one year until reaching 123 ohms. There are no known instances of shock impedance measurements greater than 125 ohms. All other lead measurements were stable and within normal limits. Information was later received indicating this system exhibited out-of-range shock impedance values of 127 ohms. Boston scientific technical services (ts) reviewed the provided information and also noted high threshold measurements on the rv lead. Ts also noted the shock impedance measurements appeared to be a gradual increase with no other lead anomalies. No plans were made for a revision procedure, the system remains implanted. No adverse patient effects were reported.

Event description:
Additional information was received via the remote patient monitoring system indicating the ICD and rv lead exhibited a low out-of-range shock impedance measurement. No adverse patient effects were reported. Available information indicates this system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that high, out-of-range shock impedance measurements continue to be observed. Additional testing was performed wherein high-rate, high-output pacing was delivered in addition to 1.1j and 31j synchronized shocks in an effort to dissipate a suspected ionic layer on the electrode which was believed to be the cause of the issue. Testing returned in-range measurements, but ts noted the values had remained stable and consistent with past measurements and suggested the issue may be the result of patient condition as there were no additional indications of a lead/system issue. No additional adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
(B)(4). Despite efforts, additional information could not be obtained. This report will be updated should new information become available.